Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient was unable to set high and low alerts on the g5 application. No additional patient or event information is available.